Event description:
It was reported that the pole clamp screw on pc unit "detached" from the plate, causing the device to fall. There were three pump modules attached to the pcu at the time of the event. Due to the event, the IV tubings snapped off the patient resulting in the backflow of blood from the patient's central venous line. The patient was reportedly receiving dopamine at the time of the event and the interruption of infusion caused "temporary, minor harm." Bd received additional information. It was reported that the infusion were dopamine and amiodarone infusion that the clinician just started to treat prior to the event as the patient "had just gone into rapid atrial fibrillation (raf), with a hr of 120-150." Per report, the event did not result into any "serious hypotension in the time it took to start another dopamine infusion." However, the event "did delay the treatment" of the patient's "increasingly fast heart rate, as well as significantly pulled on the patient's central line (in the jugular vein in his neck)." It was reported that the treatment was "to quickly start a new line of all of his infusions, as well as a new pca line as well." The "minor drop in bp (blood pressure) and his raf did settle with recommencing of said drugs."

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of complaint of the pole clamp screw on pc unit "detached" from the plate causing the device to fall was not confirmed through inspection of the returned parts. ¿ inspection of the returned pole clamp mounting plate showed stripping at the center screw cavity for the center pole clamp screw with visible wear around the edge. ¿ per the pcu technical service manual, during assembly, new, unused pole clamp screw should be torqued to 150 in-lb. And unused pole clamp plate screws should be torqued to 16 in-lb. ¿ if the center screw is not tightened properly and only one or two threads are engaged, then upon use (loading with weight), it is likely all the load gets distributed onto only one or two threads, which could cause material yield. Root cause: the root cause was unable to be determined since the pole clamp and center screw were not returned for investigation; however, the probable cause of the complaint pole clamp issue can be attributed to the center screw not being tightened properly; upon use (loading with weight), it is likely all the load was distributed onto one or two threads, which could lead the material to yield.

Event description:
It was reported that the pole clamp screw on pc unit "detached" from the plate, causing the device to fall. There were three pump modules attached to the pcu at the time of the event. Due to the event, the IV tubings snapped off the patient resulting in the backflow of blood from the patient's central venous line. The patient was reportedly receiving dopamine at the time of the event and the interruption of infusion caused "temporary, minor harm." Bd received additional information. It was reported that the infusion were dopamine and amiodarone infusion that the clinician just started to treat prior to the event as the patient "had just gone into rapid atrial fibrillation (raf), with a hr of 120-150." Per report, the event did not result into any "serious hypotension in the time it took to start another dopamine infusion." However, the event "did delay the treatment" of the patient's "increasingly fast heart rate, as well as significantly pulled on the patient's central line (in the jugular vein in his neck)." It was reported that the treatment was "to quickly start a new line of all of his infusions, as well as a new pca line as well." The "minor drop in bp (blood pressure) and his raf did settle with recommencing of said drugs."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.